Event description:
Pt was exposed to MRI. Following exposure pt was brought to doctors office for valve verification and it was discovered that their valve pressure has changed from 200mm h20 prior to exposure to 50mm h20. Pressure was reprogrammed and valve remains in pt who is reported to be fine. Doctor is concerned about large change in pressure, and believes there could have been a problem if valve had not been verified.